Manufacturer narrative:
(B)(4). Approximate age of device ¿ 32 days. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was readmitted due to episodes of gastrointestinal (gi) bleeding. On (B)(6) 2016, the patient was pale and their hemoglobin level was 5 g/dl. An esophagogastroduodenoscopy (egd) and colonoscopy were performed. A source of bleeding was located in the colon and clipped. On (B)(6) 2016, the patient was again reportedly weak and pale with a hemoglobin level of 7 g/dl and an inr of 2.7. The patient was transfused multiple times and was given fresh frozen plasma until their inr was less than 1.5. Once the patient's inr goal was reached, an egd was performed. The egd showed multiple erosive areas. The patient¿s new inr goal was reported to be 2.2. No further information was provided.

Manufacturer narrative:
The patient remains ongoing on pump support and no further related events have been reported. A correlation between the device and the report of gastrointestinal bleeding could not be conclusively determined. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.